Event description:
Follow up revealed that the patient underwent surgical intervention to have their ipg replaced and new ipg placed deeper in the pocket.

Event description:
Follow up revealed that the issue has been resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced pain and overstimulation at their ipg site due to losing weight. As a result, surgical intervention may be pending to address this issue.